Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and button error from the insulin pump. The customer's blood glucose reading was 65 mg/dl. The customer treated with juice. The customer stated that he was working outside and it was hot and the button error occurred. The customer declined to troubleshoot for low readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.